Event description:
It was reported that pauses were noted on telemetry and the implantable pulse generator (ipg) was suspected to be not working. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.